Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer cleared the alarms until the following morning when a supply change was performed to address the occlusion alarms. No issues were observed with the pump supplies in use during the occlusion alarms. The customer experienced a blood glucose (bg) level of 727 mg/dl and ketones considered to be dangerous. A correction bolus via the pump was delivered and a manual injection was administered to address the bg level. The customer's bg levels did not decrease with the manual injection and correction bolus leading the customer to go to the emergency room (ER). The customer believed their bg levels did not decrease due to a urinary tract infection. While in the ER, the customer received treatment in the form of intravenously delivered fluids, antibiotics and insulin delivered via the pump. After the ER visit, the customer was hospitalized. While in the hospital, the customer received treatment via intravenously delivered fluids and antibiotics. The customer was released from the hospital three days later.